Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Note, while this event was reported in the united states, it occurred in germany. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account - sanofi aventis. Sanofi complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle blocked. Note - this request is received from germany. Please check the attachment for additional information.